Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the fan not running causing the programmer to overheat, the programmer was left on for 24 hours and failure was unable to be replicated however the complaint was confirmed via the error log and the power supply was replaced as a preventive. The system fan was also noted to be noisy and it was also replaced. (B)(4).

Event description:
It was reported that the programmer's fan was not working, that the programmer overheated and the screen went blank. It was noted that there was no air coming out from the side of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's fan was not working, that the programmer overheated and the screen went blank. It was noted that there was no air coming out from the side of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.